Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified near juxta anastamosis vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for 1 minute, the balloon burst. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - additional pro code (product code): lit. Additional premarket / 510(k): k141597.